Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed deformed conductor coils 154-157 millimeters (mm) from the terminal pin along with punctures in the insulation. The reported insulation damage was confirmed and was concluded to be consistent with damage induced from grabbing the lead with a tool.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during the implant procedure, damage was observed on the insulation of this right ventricular (rv) lead. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.